Manufacturer narrative:
Additional information : imdrf annex c, g codes and manufacturer narrative. The reported issue that the device had check IV set alarm was confirmed by the tech support. Tech support had a walkthrough with the customer and revealed the following, logic board: 1. Customer replaced both pressure sensors with no change. 2. Informed most likely due to logic board. 3. Recommended sending in for repair and emailed fixed level pricing. 4. Customer will call back with a billable po. No further investigation of this issue is possible at this time, and no patient impact was reported.

Event description:
It was reported that the device had check IV set alarm. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event that the device had check IV set alarm could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the device had check IV set alarm. There was no patient involvement.